Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient could not seem to charge beyond 70% battery. The recharge diary showed recharge was 50-70% when it stops. The patient saw a message about recharging and then they tried to recharge further but could not. The issue started a couple of months ago. The manufacturer representative was going to recharge with the patient to see why they could not recharge past 70%. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2020-01-03. It was reported that the cause of the ins not charging past 70% was patient error. The message displayed when the patient experienced the issue was unknown. Patient education resolved the issue. No further complications were reported/anticipated.